Event description:
A malfunction alarm was reported with code malf 12. There was no reported adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, although it was out of warranty, and instructed the customer on how to handle the return process, including allowing the battery to deplete and using a pre-paid label for shipping the problematic pump back.